Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the lower auxiliary was replaced in the past 12 months however, there is no evidence of the device being a non-conforming product. The device was found out of specification in relation to the reported sensor error 122 alarms which were verified through a review of the event history log as system error 322 alarms. The system error 322 alarms were reproduced at power up and while loading a set. The system error 322 alarms were verified and found to be caused by a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a ¿system error 122". There was no patient involvement associated with this event. No additional information is available.